Event description:
It was reported that erythema was observed on a patient after use of a level 1® equator® convective warming system. The patient was covered with a warming blanket during a two hour urology procedure. No permanent injury was reported.

Manufacturer narrative:
One level 1® equator® convective warming system with hose and power cord was returned for investigation. Device passed occlusion tests. Ran device for over two hours at various temperatures and the temperature was found to be within tolerance per the service manual. No failure detected.